Manufacturer narrative:
H6: investigation summary: it was reported the customer had two different syringes with the plunger stuck in place. To aid in the investigation, two samples with no packaging flow wrap were received for evaluation by our quality team. One sample has the rubber stopper at the 7ml mark and the other sample at 8.5ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352370. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Silicone dispersion in the barrel is being monitored to confirm consistency in our processes and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: "we have had 2 different syringes with the same lot number with the plunger stuck in place. You can force it forward with great effort and then it gets stuck again. One caused the IV to be restarted on a patient that didn¿t need to be because with the syringe not irrigating it appeared that the IV was not in the vein, when it was in fact in the correct position. Certainly far from ideal for our patients."

Manufacturer narrative:
Investigation summary: it was reported the customer had two different syringes with the plunger stuck in place. To aid in the investigation, two samples with no packaging flow wrap were received for evaluation by our quality team. One sample has the rubber stopper at the 7ml mark and the other sample at 8.5ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352370. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Silicone dispersion in the barrel is being monitored to confirm consistency in our processes and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: "we have had 2 different syringes with the same lot number with the plunger stuck in place. You can force it forward with great effort and then it gets stuck again. One caused the IV to be restarted on a patient that didn¿t need to be because with the syringe not irrigating it appeared that the IV was not in the vein, when it was in fact in the correct position. Certainly far from ideal for our patients."

Manufacturer narrative:
The date of event has been provided by the customer. The following information has been updated: b.3. Date of event: (B)(6).

Event description:
It was reported that 2 bd posiflush¿ sp pre-filled flush syringes nacl 0.9% had difficult plunger movement. The following information was provided by the initial reporter: "we have had 2 different syringes with the same lot number with the plunger stuck in place. You can force it forward with great effort and then it gets stuck again. One caused the IV to be restarted on a patient that didn¿t need to be because with the syringe not irrigating it appeared that the IV was not in the vein, when it was in fact in the correct position. Certainly far from ideal for our patients."